Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received a supplemental form will be completed.

Event description:
It was reported that the touchscreen became unresponsive. Reportedly, the customer attempted to plug the pump in and turn it on and touchscreen did not illuminate. There was no impact to customers' blood glucose level.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction reported by the customer could not be duplicated or verified. However, a different symptom was found.